Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided blood port caps and adapter caps were returned attached to the dialyzer. The fibers were wet with blood, with blood in the header caps as well. During the visual evaluation, no damage or irregularities were noted on the returned sample. The sample was subjected to an external laboratory leak test in which the sample was pressurized and submerged in water. A leak from the header cap was noted at approximately 15.0 psi on the cavity ID end. Upon removal of the header, damage was noted on the potting surface from 255° to 260°, with the dialysate ports situated at 0°. Further examination of the complaint device did not identify any other damage or irregularities. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Event description:
The purchaser from a hemodialysis (hd) user facility reported that a dialyzer blood leak occurred during a patient¿s treatment. Additional information was obtained through follow-up with the nurse manager (nm) from the hd facility. The blood leak was observed within the first five minutes of hd treatment. Per the nm, blood was seen leaking externally from both ends of the dialyzer. On both ends the blood was coming from under the header caps, where the caps are affixed to the body of the dialyzer. The machine, a fresenius 2008t, did not alarm. A blood test strip was not used. No visible damage was identified on the dialyzer and there were no leaks noted during the priming phase. Fresenius bloodlines were also being utilized for the treatment. Following the event, the patient¿s blood was not returned. Estimated blood loss (ebl) was reportedly 250 ml. The nm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The dialyzer was reported to be available for a manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The purchaser from a hemodialysis (hd) user facility reported that a dialyzer blood leak occurred during a patient¿s treatment. Additional information was obtained through follow-up with the nurse manager (nm) from the hd facility. The blood leak was observed within the first five minutes of hd treatment. Per the nm, blood was seen leaking externally from both ends of the dialyzer. On both ends the blood was coming from under the header caps, where the caps are affixed to the body of the dialyzer. The machine, a fresenius 2008t, did not alarm. A blood test strip was not used. No visible damage was identified on the dialyzer and there were no leaks noted during the priming phase. Fresenius bloodlines were also being utilized for the treatment. Following the event, the patient¿s blood was not returned. Estimated blood loss (ebl) was reportedly 250 ml. The nm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The dialyzer was reported to be available for a manufacturer evaluation.